Event description:
During use of an intravascular ultrasound (ivus) imaging catheter in a chronic total occluded (cto) circumflex (lcx), tip detachment occurred. Ivus was reported to have been prepped per directions for use, no anomalies were noted. The lesion was accessed with a guidewire and guidecatheter and the catheter was backloaded onto the guidewire without difficulties. Upon removal of the ivus catheter from initial imaging run, resistance was encountered followed by a loss of image. The facility relates that fluoroscopy demonstrated the device tip to be suboptimal, however, no major trauma was noted. Whether subintimal penetration occurred prior to or is the cause of the resistance encountered cannot be determined with the information at hand. Upon removing the ivus catheter, outside the body, it was observed that the catheter had detached/broken approximately 10cm away from the distal marker. The detached tip lodged in the artery and physician successfully removed fragment with a snare device without harm to the patient. The case was not continued.

Manufacturer narrative:
Device was retained by the user facility. The manufacturer has attempted to obtain additional information, requested photos and access to the device.